Manufacturer narrative:
(B)(4): brief description of complaint: during the case, the surgeon noticed sparks coming from the tips of the device tips while activating the device in the air, not on the patient. Analysis conclusion: complaint not confirmed: the device was unable to be investigated because the device cord with the plug connector and the saline drip chamber with spike has been cut off from the device which renders the device inoperable and impedes functional inspection for the reported complaint. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the case, the surgeon reported sparks from the aquamantys device tips. There was no unintended tissue damage or injury to the patient.